Event description:
This prospective pregnancy case was reported by a physician and describes the occurrence of device dislocation ("could not find essure coils") and pregnancy with contraceptive device ("intrauterine pregnancy") in a (B)(6) female patient who received essure (batch no. C03096) for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included postpartum state. On (B)(6) 2014, the patient started essure. The patient's last menstrual period was on (B)(6) 2016 and estimated date of delivery was (B)(6) 2016. In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (salpingectomy). Essure treatment was not changed. At the time of the report, the device dislocation and pregnancy with contraceptive device had not resolved. The pregnancy outcome was not reported. The reporter provided no causality assessment for device dislocation and pregnancy with contraceptive device with essure. According to physician, patient just had a pregnancy. Physician informed that she got pregnant after the x-ray confirmation. After the pregnancy, patient desired permanent contraception again, so health care professional did a tubal ligation. He also planned on removing the essure at the same time, but could not find them. So he did total salpingectomy, and could not find the coils. Additionally, physician reported that he did a flat plate and it showed that coils are still there (as reported). Quality-safety evaluation of ptc: no sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect of device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Lack of efficacy is a known possible undesirable event which can occur with the use of any product and is not necessary indicative of a quality defect. The review of me manufacturing documentation did not reveal any relevant deficiencies or any reason to suspect a quality defect. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. No similar ae case reports were identified for the reported batch. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the provided information the defect type usability issue corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported lack of efficacy event cannot be totally excluded. Most recent follow-up information incorporated above includes: on 24-jan-2017: the event "could not find essure coils" was added; salpingectomy was reported (case upgraded to incident); pregnancy outcome was updated to "not reported"; additional details were provided by physician. On 24-jan-2017: no new information. Company causality comment: this is a medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) in 2015 for permanent contraception and had a failure and intrauterine pregnancy. She had a bilateral salpingectomy performed but physician could not find the coils (seen as device dislocation) pregnancy with device is listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this particular case, the consumer became pregnant after the hysterosalpingogram confirmed occlusion. Since the pregnancy was diagnosed after the hsg confirmed tubal occlusion, is not possible to exclude a failure of essure inserts (device ineffective). During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a uterine perforation during insertion. In this particular case, after a salpingectomy procedure essure coils were not found and a flat plate was done and it showed that coils are still in patient. Although the exact mechanism of dislocation was not provided; given event's nature, causality with the suspect insert cannot be excluded. This case was regarded as incident since a surgery to remove essure was required. An update of product technical analysis is awaited. Further information was requested.

Manufacturer narrative:
Quality-safety evaluation of ptc: no sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect of device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known, possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 2-mar-2017: updated quality-safety evaluation of ptc was received - no major changes performed. Company causality comment: this is a medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) in 2015 for permanent contraception and had a failure and intrauterine pregnancy. She had a bilateral salpingectomy performed but physician could not find the coils (seen as device dislocation) pregnancy with device and device dislocation are anticipated in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this particular case, the consumer became pregnant after the hysterosalpingogram confirmed occlusion. Since the pregnancy was diagnosed after the hsg confirmed tubal occlusion, is not possible to exclude a failure of essure inserts (device ineffective). During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a uterine perforation during insertion. In this particular case, after a salpingectomy procedure essure coils were not found and a flat plate was done and it showed that coils are still in patient. Although the exact mechanism of dislocation was not provided; given event's nature, causality with the suspect insert cannot be excluded. This case was regarded as incident since a surgery to remove essure was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, that a relationship with the reported medical events or lack of efficacy cannot be totally excluded. Further information was requested.

Manufacturer narrative:
This prospective pregnancy case was reported by a physician and describes the occurrence of device dislocation ("could not find essure coils") and pregnancy with contraceptive device ("intrauterine pregnancy") in a (B)(6) female patient who had essure (batch no. C03096) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included postpartum state (essure inserted 8 weeks postpartum) on (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient's last menstrual period was on (B)(6) 2016 and estimated date of delivery was (B)(6) 2016 (according to hcp report). The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy). Essure treatment was not changed. On (B)(6) 2016, the pregnancy with contraceptive device had resolved. At the time of the report, the device dislocation had not resolved. The pregnancy outcome was reported as a live birth of a healthy child. (B)(6). The reporter provided no causality assessment for device dislocation and pregnancy with contraceptive device with essure. The reporter commented: number of trailing coils after insertion was 3-4. According to physician, patient got pregnant after the x-ray confirmation. After the pregnancy, patient desired permanent contraception again, so health care professional did a tubal ligation. He also planned on removing the essure at the same time, but could not find them. So he did total salpingectomy, and could not find the coils. Additionally, physician reported that he did a flat plate and it showed that coils are still there (as reported). Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Human chorionic gonadotropin - on (B)(6) 2016: positive. Hysterosalpingogram - on (B)(6) 2015: satisfactory location /confirmation of occlusion. Ultrasound scan - on (B)(6) 2016: confirmed pregnancy (19 weeks). Quality-safety evaluation of ptc: no sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect of device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known, possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 22-may-2017: patients delivery date ((B)(6) 2016)) was added and the outcome of delivery (delivery at 38 weeks, male, no post natal abnormalities detected) was updated. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a gynecologist/obstetrician and describes the occurrence of device dislocation ("could not find essure coils during total salpingectomy, flat plate showed they are still there") and pregnancy with contraceptive device ("intrauterine pregnancy") in a (B)(6) year-old female patient (gravida 7, para 5) who had essure (batch no. (B)(4)) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included postpartum state (essure inserted 8 weeks postpartum) on (B)(6) 2014, multigravida (7) and multiparous (5). No c-sections, no ectopic pregnancies. Concomitant products included anesthetics and general on (B)(6) 2014 for general anesthesia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient's last menstrual period was on (B)(6) 2016 and estimated date of delivery was (B)(6) 2017. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy). Essure treatment was not changed. On (B)(6) 2016, the pregnancy with contraceptive device had resolved. At the time of the report, the device dislocation had not resolved. The pregnancy outcome was reported as a live birth of a healthy child. (B)(6) was the reported birth weight. The reporter provided no causality assessment for device dislocation and pregnancy with contraceptive device with essure. The reporter commented: according to physician, patient got pregnant after the x-ray confirmation. After the pregnancy, patient desired permanent contraception again, so health care professional did a tubal ligation. He also planned on removing the essure at the same time, but could not find them. So he did total salpingectomy, and could not find the coils. A flat plate showed, the coils were still there and were continued. Additionally, physician reported that he did a flat plate and it showed that coils are still there (as reported). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2016: positive hysterosalpingogram - on (B)(6) 2015: satisfactory location /confirmation of occlusion ultrasound scan - on (B)(6) 2016: confirmed pregnancy (19 weeks). X-ray - on an unknown date: they are still there hysteroscopy for essure insertion - on (B)(6) 2014: no abnormal uterine findings before insertion. Insertion was easy under general anesthesia, visualization of tubal os was easy, no more fluid loss than 1500cc during hysteroscopy, procedure did not take more than 20 minutes, no complaints after insertion quality-safety evaluation of ptc: no sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect of device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known, possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on (B)(6) 2017: cma (certified medical assistant) from physician's office returned essure pregnancy questionnaire and uterine/tubal perforation questionnaire - essure dislocation (reported by physician previously) was not mentioned in answer to questionnaires. Patient, gravida 7, para 5, had no c-sections, no ectopic pregnancies. She had no abnormal uterine findings before insertion, insertion was easy under general anesthesia, visualization of tubal os was easy, no more fluid loss than 1500cc during hysteroscopy, procedure did not take more than 20 minutes, no complaints after insertion. Essure was not removed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.